Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the single vial access device vented with ss experienced leakage. The following information was provided by the initial reporter: vented vial adaptor when they draw up into the syringe and disconnect some volume is lost about 0.5ml.